Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the stent was returned partially deployed from the introducer sheath. The distal tip of the introducer sheath was damaged and blood was noted within the introducer sheath. During function testing the introducer sheath was unable to be flushed and the sdw/stent were unable to be deployed from the sheath. Information available indicated that the stent was prepared as per the dfu. The damage noted to the returned devices, along with the returned microcatheter is indicative of difficulties in transferring the stent into the hub of the microcatheter. It is probable that the introducer sheath was insufficiently advanced into the hub of the microcatheter or that there was movement of the introducer sheath during the transfer attempt causing the partial deployment and the damage noted to the devices during analysis. Therefore an assignable cause of an operational context has been assigned to the investigation.

Event description:
Analysis of the return device revealed that the stent was partially deployed. There were no clinical consequences reported to the patient.